Event description:
Customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. System operates as intended. (B) (4).